Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a surging sensation that lasted up to 30 seconds while stimulation was turned on. The surging sensation had occurred 3 times over a 2 week period beginning approximately one month ago. The first time the surging was felt the patient was leaning against counter and the sensation went everywhere and included a rate change sensation. The second and third times it happened were when the patient was opening a closet and the surging seemed to be a change in stimulation strength but the location was in her normal parasthesia areas. The occurrences were not related to a low battery. The patient stated that there was no known accident or incident related to the surging sensation. The manufacturer representative stated that the impedance readings were high. If additional information is received, a follow up report will be sent.